Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted; explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the plunger was observed in advanced position. The pcb00 device was observed under microscope and scarce amount of viscoelastic was observed at the cartridge. Directions for use state to completely fill the viewing window of the pcb00 with ophthalmic viscosurgical device (ovd). The lens was observed stuck at the cartridge tube. There was no damage observed on the assembly. The lead haptic was observed not folded and the trailing haptic was observed damaged. The reported issue lead haptic not folded was verified; however, it could not be determined if the condition observed is related to manufacturing process as the reported device was handled and prepared for a surgical procedure. Based on the product return evaluation, a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the review. The product was manufactured and released according to specifications. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions, along with warnings for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens haptic was already showing when the customer opened the tecnis preloaded intraocular lens (model pcb00 +24.5 diopter). There was no patient contact. No further information provided.